Manufacturer narrative:
E1 facility name - (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the xenon light source had dark image. The issue was found during a lab or demonstration. There were no reports of patient involvement.